Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. No relevant case imagery was provided for review. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no additional complaints related to the balloon burst. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. A review of edwards lifesciences risk management documentation was performed for this case. The risk management file captures risks for indicated device use only. Off label cases are monitored on an annual basis in the post market surveillance and risk management review process. The review of the risk management file is complete, and no further action is required at this time. In this case, the complaint was not able to be confirmed as no device or relevant case imagery was provided for review. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with the use of bioprosthetic heart valves. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. As reported, 'prior to the valve implant, the sapien 3 ultra valve was modified by the physician with addition felt sutured to the skirt of the valve to minimize paravalvular leak (pvl)', and 'it was speculated that the depth of the initial valve implant possibly caused systolic anterior motion (sam) [affecting blood flow], or the additional felt may have affected the crimp of the valve or a suture used for the addition felt may have caught one of the leaflets, preventing proper coaptation'. In this case, available information suggests that procedural factors (off-label - valve modification (felt attachment), malposition) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Valve remains implanted.

Event description:
During an off-label, native mitral valve replacement procedure, post deployment of the initial sapien 3 ultra valve, severe regurgitation was observed. A second sapien 3 ultra valve was placed to resolve the issue. As reported, during the native mitral valve replacement procedure, the implant of a 26mm sapien 3 ultra valve was planned. Due to the mitral annular calcification load, the decision was made to implant the valve via open access, using a certitude delivery system. Prior to the valve implant, the sapien 3 ultra valve was modified by the physician with addition felt sutured to the skirt of the valve to minimize paravalvular leak (pvl). The valve was then implanted where intended. Post deployment, severe regurgitation was observed. It was determined that one of the valve leaflets was not closing properly. A second sapien 3 ultra valve was prepared, without modifications, and deployed in the initial valve. The regurgitation was resolved. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. Although the exact cause of the leaflet issue was not determined, it was speculated that the depth of the initial valve implant possibly caused systolic anterior motion (sam), or the additional felt may have affected the crimp of the valve or a suture used for the addition felt may have caught one of the leaflets, preventing proper coaptation.